Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt the device inappropriately shut down when the clinician pressed the shock button. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.